Event description:
Margron-dtc femoral neck replaced during revision surgery done on a pt after the acetabular cup liner (which was manufactured by another co) fractured during a yoga session. The neck was only removed to enhance the removal of the liner. The dtc femoral stem was confirmed to be well fixed with good boney ingrowth. Note: portland orthopaedics does not admit, and specifically denies, that this medwatch form, or any discussion related to this matter, constitutes an admission that portland orthopaedics or the margron device caused or contributed to any of the problems/events mentioned, or that a recurrence would be likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 natl joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR # 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc sys off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.